Manufacturer narrative:
(B)(4). Device evaluated by MFR:the product was received in good condition with no visible external damage or defects observed. The mdu-5 was installed into a gold standard system and tested for functionality. The unit meets specifications and the results were recorded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2014-04145, 2134265-2014-04144. It was reported that automatic pullback failure occurred. A 100v galaxy 2 system was used in conjunction with an unspecified bsc imaging catheter in an unknown procedure. The physician used the motor drive unit 5 to perform pullback however it failed to perform automatic pullback. No patient complications were reported.

Manufacturer narrative:
The product was received with a damage trigger boot. The mdu-5 was installed into a gold standard system and tested for functionality. The unit meets specifications and the results were recorded. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2014-04145, 2134265-2014-04144. It was reported that automatic pullback failure occurred. A 100v galaxy 2 system was used in conjunction with an unspecified bsc imaging catheter in an unknown procedure. The physician used the motor drive unit 5 to perform pullback however it failed to perform automatic pullback. No patient complications were reported.